Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, the unit made a sound, a 'device alert' alarm occurred and the unit shut down. The patient was manually ventilated and transferred to another unit. There were no reported serious or negative patient consequences.